Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. A review of the service history record indicates that the device has been returned previously for an unrelated malfunction. The assignable root cause was determined to be due to normal wear. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that prior to an unspecified surgical procedure, it was observed that the small battery drive device made a sound like the gears were slipping. During in-house engineering evaluation, it was determined that the device made a grinding noise while running and the gauge could not be inserted into coupling head. The device also failed pre-tests for check the attachment coupling, check the off/oscillation/on switch mode function and check the triggers and ecu function and check the compatibility between colibri/small battery drive (sbd) and colibri ii/sbd ii and check the function with electric pen drive (epd) console. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.